Event description:
The lead was implanted on (B)(6) 2007. Lead was capped on (B)(6) 2011 due to high threshold and impedance. The procedure took place at (B)(6) hospital. The physician was dr (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).